Event description:
The physician operating the device noted that the shaver was opening, but was having a hard time closing to complete shaving motion. Concern that device was not functiong appropriately. Manufacturer response for myrosure reach, myosure reach (per site reporter).